Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists pump thrombosis and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to ed for chest pain, syncope, and dizziness. On (B)(6) 2023 the patient's right heart catherization revealed discrepancy between the pump flow of 5.7 l/min and fick co of 3.9 l/min. Computed tomography angiography showed prominent large thrombus in the outflow graft extending six centimeters from the origin of the graft from the pump. Outflow graft revision was performed on (B)(6) 2023 which resolved the event. Patient is currently stable at home.